Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 9 months. The event occurred at the national heart center of singapore. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that interrogation of the pump during the patient's clinic visit revealed pump stoppage events recorded in the history. The patient did not notice any alarms but reportedly recalled a short alarm had occurred on the (B)(6) which had resolved immediately after sitting up from the bed. The patient reported feeling the sensation of the pump stop. A third event occurred on the (B)(6) while the patient was sleeping and the system was connected to the power module. This alarm reportedly resolved after the patient sat up from bed. The patient was asymptomatic during the events. An ungrounded patient cable was provided to the patient for power module connection. The patient was advised to inform the hospital if any further alarms occurred. Inspection of the external driveline was unremarkable; however, x-ray images showed what appeared to be a "minor peripheral break in the right (upper) wall of the driveline, approximately 7 cm from the connection to the pump housing". A similar irregularity was also reported on the "external portion of the tract line". The cross hatching (shielding) of the driveline appeared to be intact. A review of the log file submitted to the manufacturer for evaluation confirmed the reported pump stoppage events which appeared to have occurred while the system was connected to the power module via a patient cable. The patient will remain on an ungrounded patient cable for power module operation and will continue to be monitored.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the information contained in the submitted log file. The analysis of submitted log file indicates a potential issue with the driveline; however, the driveline wire damage could not be confirmed because the pump was not available for evaluation. The pump remains implanted and the patient remains ongoing on vad support using an ungrounded power module patient cable. No further issues have been reported. A review of the device history record for the pump revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.